Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/14/2021. H6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device qe2aca, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis a top foil and a winding former with eight used needles of product code vcpb841d, lot qe2aca. The product code is control release and each packet contains eight strands. During the visual inspection of a detached needles, the swage and attachment area were noted to be as expected, marks by use of surgical instrument were noted. The sutures were not received to determine the assignable cause and no functional tests could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as who the suture had been detached from the needle. It was received for analysis an unopened sample of product code vcpb841d, lot qe2aca. The product code is control release and each packet contains eight strands. During the visual inspection of an unopened sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a urological surgery on an unknown date and suture was used. During the procedure, the suture got detached from the needle during interrupted suturing on the fascia. It was a control release needle. There were no adverse patient consequences reported. No additional information was provided.